Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 85 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device will be returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, vibrator and battery tube assembly. The insulin pump was tested with a test keypad and no frozen display noted. Also, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.